Event description:
Patient experienced numbness around ear and increased restlessness/anxiety less than 24 hours after shoulder surgery. Called hospital ER in 2004. Nurse advised patient to remove pump, which patient did. Patient called [I-flow] hotline in 2004. Stated that numbness had decreased, but still present around base of ear. Catheter placement was in subachromial space, not close to ear.